Manufacturer narrative:
Follow-up #1 date of submission 01/04/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings: a visual inspection of the pump showed that the pump was undamaged. No battery or cartridge cap was returned with the pump; test caps were used and were able to attach and be removed properly. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that an unspecified cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.